Event description:
It was reported that operating room nurse had difficulty removing packaging around prosthesis - appeared to be stuck to prosthesis - surgeon and nurse felt some of the ha coating was stuck to wrapper and decided not to implant.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.